Manufacturer narrative:
Batch reviews performed on 26 august 2016. Lot 152696: (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 157246 (k112115). The (B)(4) items manufactured and released on 25 february 2016. Expiration date: 2021-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon confirmed an infection was present. The pathogen result will not become available. The surgeon swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available.